Event description:
Ever since the essure device was placed I have had serious issues with bleeding not only during my periods that now last 10-14 days but also bleeding in between periods. The are heavy and I have loss of energy and have gained 20 lbs since the product was placed. I was told initially by my ob/gyn that symptoms were only temporary and would subside but they have only increased in severity. She has said that I should try taking birth control which I was told this product would replace the need for. This less invasive procedure has made my life a living hell. I wish I would have just been allowed to have the more invasive surgical procedure and be done with it because prior to placement of this product I had absolutely no issues with my menstrual cycle and am now left with this irreversible nightmare. I no longer have insurance and now can not chose to change the damage. I do not under any circumstance feel that this device should be placed in another human.